Event description:
Customer reports that transfer guard is not locking onto reservoir; it keeps spinning. Customer also states he found that twelve out of twenty reservoirs were faulty; not able to fill them. After troubleshooting, customer was advised that reservoirs will be replaced. Customer's blood glucose was 125 mg/dl. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).